Manufacturer narrative:
(B)(4).. The event is currently under investigation.

Event description:
During placement of an iliac stent, towards the end of the procedure the physician went to take out the device and the hub came off. The procedure was completed with this device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Initial was filed within the 30 day time frame regardless of corrected date. Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control and visual inspection of the returned device was conducted during the investigation. One (1) used kcfw-7.0-35-40-rb-blkn was returned for investigation. The flare appeared to be slightly distorted and white stress marks were found on the interior of the flare. The flare size was tested using an appropriate go no-go flare gauge, and passed, thus confirming the flare size was manufactured to specification. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Based on the information provided, examination of the returned device and the results of our investigation , it is feasible to suggest the reported failure mode was caused by the device meeting resistance beyond it's intended design. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
During placement of an iliac stent, towards the end of the procedure the physician went to take out the device and the hub came off. The procedure was completed with this device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.